Event description:
Transferred patient using sliding board. Patient had paper disposable pants on. When sliding during transfer, a piece of wood from the board broke off and pinched through patient's skin on right side of buttock.